Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient developed aphasia. The patient was occasionally using unfamiliar names, dropping letters from words, leaving words out of a normal sentence, and produced nonsensical speech when asked to read a letter aloud. The patient was taken to the emergency department. The patient had an inr of 2.8 and a head CT revealed a left temporal hypodensity concerning for an ischemic stroke. The patient was transferred to their implanting center for further care and management. Anticoagulants at the time of the event included aspirin, warfarin and lovenox. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.